Event description:
The customer reported that their central nurse's station (cns) spontaneously rebooted. No harm or injury was reported. After the cns application came back up, the windows event logs showed some warnings and errors in that timeframe related to the nic cards.